Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the insulin pump alarmed no delivery alarm. Customer's blood glucose was unknown. During troubleshooting, insulin did not exit with plunger push; there was greater than normal resistance to the plunger push. Customer was advised the alarm was caused by a site/set occlusion. Customer was advised the reservoir and set will be replaced. Customer agreed to return the set and reservoir for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test, reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. It was noted that the reservoir was not occluded.